Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had delivered a vibratory alert for low pacing lead impedance on the atrial lead. There were also episodes of oversensing noted on the atrial lead. The device was reprogrammed to deactivate the lead and the patient was stable and will continue to be monitored.